Manufacturer narrative:
E1 - (B)(6) hospital. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Due to patient privacy laws, the managing hospital would not communicate any further patient outcome information. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away for unknown reason.

Manufacturer narrative:
Due to patient privacy laws, the account has declined to provide patient outcome information for this event. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.